Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 68-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The impella position in ao. Confirmed by care team under x-ray and echo. Patient taken to cardiac cath lab for removal and replacement. There was no reported patient harm.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. Clinical details noted that pump was pulled into the aorta and confirmed by x-ray and echo. The root cause of the positioning issues was most likely due to a use issue as pump was pulled into the aorta. In accordance with updated procedures, sections d6 has been revised from the initial submission.